Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected error test and displacement test. Pump passed the dat test at 0.08725 inches. No prime/fill anomalies or unexpected no delivery alarms were noted. The pump was received with cracked case at the display window corners and battery tube threads. The pump was received with minor scratched display window and case.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 due to high blood glucose, diabetic ketoacidosis, and pneumonia. The customer experienced symptoms such as nausea and vomiting. Blood glucose at the time of the admission was 2200mg/dl. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. The customer states she was hospitalized for pneumonia and diabetes. Customer states that it started when she changed her site on (B)(6) 2017 when her husband tried filling the new infusion set and insulin kept squirting out from tubing which she received a no delivery alarm for. Troubleshooting was declined. The insulin pump will not be returned for analysis.